Event description:
On (B)(6) 2011 customer reported that a leak was observed from the modular chemistry (mc) sample probe on the dxc 800 pro instrument. Customer also stated that they had been seeing low ion selective electrode (ise) quality control (qc) and calibration "back to back" errors for all electrolytes. Customer technical support (cts) identified the leaking fluid as water. No injuries were reported and no erroneous patient results were generated. Cts assisted the customer in troubleshooting the issue and determined the t-valve had failed and needed to be replaced. Customer replaced the t-valve at the direction of cts. Cts followed up with the customer later the same day, and the customer reported that the ise worked and all was fine. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).